Manufacturer narrative:
The customer found the fitting at the top of the reagent probe b was loose and proceeded to tighten the fitting to resolve the leak. The customer was unaware of how the fitting became loose. Failure mode of the event is attributed to a loose tubing fitting on the reagent probe b. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported obtaining "cc (cartridge chemistry) cuvette not dry" errors from the unicel dxc 600 synchron system. The customer then noticed a leak from the cc reagent probe b and stopped running the instrument. The leaking fluid that the customer discovered was diluted wash solution and the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and safety glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.